Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient with surgery 4 months ago...apparition when the patient is in charge of a progressive valgus of the implant with no inflammation of the knee, no real pain, no aseptic loosening and no fracture of the implant".